Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 400 mg/dl but was brought back down to 270 mg/dl. The customer treated with manual injections. The drive support cap appeared normal and recessed. The customer found air bubbles in the reservoir and was advised to remove it, rewind the insulin pump, and reinsert the reservoir, and run a manual prime. The customer was unsure if the insulin exited and stated that he was unable to do the full change due to cold insulin. The customer stated he would change the reservoir once the insulin had come down to room temperature. The customer was advised to call a health care professional or go to the emergency room if needed.